Event description:
It was reported that this left ventricular (lv) lead was attempted but was damaged during an attempt to slit the catheter. This lv lead was replaced and not implanted. No adverse patient effects were reported.